Event description:
The customer reported that the system intermittently failed to display fluoroscopic exposures and exhibited intermittent functionality. No pt serious injury or death was reported related to this event

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ac power cables was evaluated and repaired. Workstation connections, fuses, and cables were all reseated. The ps1 power supply was verified and found within specification. The system was tested and found to be working as intended and returned to service.